Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - impact code - f17 sedation. H6 codes: health effect - clinical code - e1803 nodule.

Event description:
Dexcom was made aware on 10/18/2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with redness, infection, and a big red-hot lump on the abdomen, around the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the abdomen. The parents referred that the event as like the event that occurred in october but that this time, to perform the surgical drainage, the patient was given general anesthesia. For this skin reaction the patient was again prescribed an unspecified oral antibiotic for 10 days. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.